Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection. The patient also had lead vegetation. The patient was also given intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead was explanted.